Manufacturer narrative:
H11: the actual device was not available; however, two photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150 ml capacity container leaked from the seal of the injector port. The injector port broke off completely leaving a hole for the blinatumomab medicine to come out of. There was no report of patient injury or medical intervention associated with this event. No additional information is available.